Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had multiple scrapes/cuts on the insulation cable. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing was noted to have fell into the patient's anatomy. Since it takes magnification to see the cable damage in most instances the room staff, even when examining the instrument prior to use, does not see the damage. No loss of cautery was mentioned. Some instruments had the internal wires exposed. It is unknown if thermal damage was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and the complaint was not confirmed by failure analysis. Customer reported that the instrument had multiple scrapes or cuts on the insulation wire. Failure analysis could not reproduce the reported issue. No damage was found on the conductor wire, and the instrument functioned normally with no product issues identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found the instrument functioned normally and the reported problem could not be reproduced. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.